Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of rattle sound was confirmed. Received on 06-jan-2026, pca device was received unboxed and with paperwork. Internal inspection revealed a loose screw that belonged to the motor grommet/bushing. Loose screw to the motor grommet/bushing. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommended bd san diego repair center to re-torque the motor grommet/bushing screw to the required specification. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had rattle sound. There was no patient involvement.